Event description:
A customer reported during a 20 gauge combined surgery, the system stopped and a system message was displayed. Add'l info was rec'd from the facility reporting there was a significant delay in procedure. During the delay, there was a lowering of the pt's intraocular pressure (iop) that required the surgeon to plug the sclerotomy, infuse bss into the vitreous chamber, and to fill the anterior chamber with bss. There was no pt injury reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).